Event description:
While a neck surgery was being performed, a piece of the lateral arm fell off and landed on the pt. Particles of the broken debris fell downward into an open wound and instruments had to be sterilized again.